Event description:
It was reported that the healthcare provider (hcp) entered 20 ml for the reservoir volume at a recent refill instead of the 40 ml that they actually filled the pump. The patient was going to come back in and have the correct reservoir volume programmed. There were no patient symptoms related to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial # unknown, product type: programmer, physician. Product ID: 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial # unknown, product type: programmer, physician. (B)(4).